Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02785, 3007963827-2021-00221.

Event description:
It was reported the patient underwent a primary knee procedure. Subsequently, the patient has complained of femoral & tibial pain. Pain more concentrated on medial proximal tibial, since surgery. It was reported the patient's knee has been swollen since surgery. The patient has a nexgen in opposite side with no pain or post op issues. The doctor is concerned about his patient outcomes with persona. Attempts have been made and no further information has been provided.